Event description:
Threaded pegs implanted in conjunction with a dorsal nail plate broke within 6 weeks post implant. Surgeon removal implant prior to mar 2005 and replaced with hand innovations dvra plate. Original implants not recovered.